Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown unk-guide/compression/k-wires. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for distal end of clavicle fracture. When a surgeon used the compression wire for the first temporary fixation in this surgery, the compression wire broke at the top of the spherical stop as soon as the sound of the spherical stop hitting a plate was heard. The compression wire was broken when the plate was in the state of being completely crimped, and the surgeon could not grasp the spherical stop with pliers and remove it. Therefore, the surgeon destroyed the spherical stop with a hospital-owned airtome, removed the plate, and extracted the compression wire by grasping it and turning it counterclockwise. After extracting the compression wire, subsequent procedures were proceeded without problems, and the surgery was completed successfully with no surgical delay. This report involves one unk-guide/compression/k-wires. This is report 1of 1 for (B)(4).